Event description:
The customer reported that during demand mode pacing, the device would not deliver a paced pulse when heart rate dropped below configured hr value. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that during demand mode pacing, the device would not deliver a paced pulse when heart rate dropped below configured hr value. There was no report of negative pt impact. The device was evaluated at philips and passes all testing. The symptom could not be duplicated. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.